Event description:
It was reported that the electrosurgical unit's (esu's/generator's) output was hotter or the unit cut faster than expected during a polypectomy. A perforation occurred. At the time of the reported event no medical intervention was required. No further information or patient data was provided.

Manufacturer narrative:
The esu and accessories (e.g., non-erbe active cord and footswitch) were returned and evaluated. The generator, non-erbe active cord, and footswitch were found to be working as intended. However, the endo cut mode default setting was found to be "off." Nonetheless, a technical safety check was performed on the unit to confirm that all features were/are functioning properly. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. No failures/defects were found with the esu that would have caused or attributed to the event (note: no adjustments were made to the unit. However, a cover sheet as to the status of the esu having the endo cut mode default being "off" was placed on the generator. The customer is not to use the unit until additional inservicing takes place at their facility by an erbe representative.). No anomalies were found in the device history record (DHR) for the generator. The settings used in the procedure were not reported to us. However, if the endo cut mode was desired and not engaged; a hotter/faster cut as reported would be delivered. Nevertheless, no conclusive determination as to the cause of this situation could be made. A response letter for the account is being provided and our representative is to perform additional training at the medical center and if directed by the customer re-initialize the endo cut mode as the default. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.